Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that his unknown onetouch brand meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the morning of (B)(6) (year not specified). As part of his diabetes regimen, the patient claimed he is on novolog and levemir insulin and "precardiaxl neurontin". Due to the alleged issue, it is not known if the patient took action regarding his diabetes regimen. The patient claimed 2 days after the alleged issue began, he was having symptoms of sweaty, blurred vision, dry mouth, and shaky. The patient also indicated he had a wound that would not heal as a result of his glucose result being "high". In response to the symptoms, the patient reported being admitted to the emergency room (ER) for assistance. During his time at the ER, the patient claimed he was tested by the ER/hospital meter with a result of "535 mg/dl" and was administered intravenous (IV) fluids. The patient also reported that after he was tested by the ER/hospital meter, he was told to eat less food/drink. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury, requiring hcp treatment after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.